Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. After vomiting for 24 hours, the patient noticed the pod was hanging off the infusion site (arm), causing the cannula to dislodge. The patient was reported to have consistent high blood glucose despite insulin administration; however, the exact blood glucose level was not provided. The pod was removed by the patient and the patient sought medical attention. Symptoms reported include vomiting and kidney pain. The patient was treated with intravenous fluids, and an insulin drip. The patient was discharged on (B)(6) 2025.